Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Summary: pictures were returned for analysis. Upon visual inspection of the pictures a dispensed needle/suture and a sealed box of the product could be observed, and no conclusion could be reach as the sample was not returned for analysis.

Event description:
It was reported that the patient underwent an animal surgery in (B)(6) 2020 about two weeks ago and the suture was used. It was reported that the suture broke and unraveled post-op.